Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the reservoir ring is loose and the reservoir is stuck in pump no way to move reservoir. The blood glucose was 4.9 mmol/l at the time of the incident. Customer stated that, the reservoir is tightly stuck in pump and there is no option to make it wiggle. The device is not expected to be returned for analysis.